Event description:
It was reported that there is a leak at the hub of the catheter after placement. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking in the catheter is confirmed but the exact cause is unknown. One 4 fr sl powerpicc catheter was returned for investigation. Use residue was observed throughout the sample. The catheter was split at the 19 cm depth marker. The proximal end of the catheter was flushed with water using a 12 ml syringe and was observed to leak at the hub/extension leg interface. Microscopic observation of the leak location at the hub revealed the catheter tubing to be split approximately halfway through the tubing. The break surface of the split was observed to be rough and granular. Based on the condition of the returned sample, possible contributing factors include material fatigue and excessive manipulation of the extension leg. Since a partial split in the extension tubing was present, the complaint is confirmed but the exact cause remains unknown. A lot history review was conducted for lot #recp2531 and revealed no similar incidents.

Event description:
It was reported that there is a leak at the hub of the catheter after placement. No other information was provided.